Manufacturer narrative:
On 20-feb-2020, mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, malposition. Concomitant medical products: 275cc mentor smooth round spectrum saline breast implant, catalog # 3501440, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) native american female patient who underwent a breast reconstruction primary with a 275cc mentor smooth round spectrum saline breast implant has experienced postoperative right-sided breast pain and malposition of the implant. The surgeon noted that the implant turned over on itself inside the mastectomy pocket, which led to discomfort and malposition of the device. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implants on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced breast pain and device migration. During visual inspection of the device no apparent damage could be observed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The second product received (product code 350-1440 and lot number 7705393) is a concomitant (contralateral) device, therefore no further analysis is required. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).